Manufacturer narrative:
As reported, the patient had an optease inferior vena cava (ivc) filter implanted. Approximately three years after the implantation, the patient has been back to the hospital for adverse events (ae's) from pulmonary embolism (p.e.) To shortness of breath (sob) to swelling in my legs. The patient has been disabled due to the filter being clogged as per the physician¿s thinking. Since the filter was implanted, the patient has had six (6) episodes that required returning back to hospital. Additional information received indicated that after deployment of the filter, the physician informed the patient that the device was a permanent implantation. The patient was taken off of his coumadin at the time. No additional information is available. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot r0105390 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the filter does not represent a device malfunction. Thrombosis in the filter is a well known potential complication and occurs in approximately 3.6 to 11.2 % of all patients¿. Factors that may have influenced the event include patient, pharmacological and lesion. Thrombosis in the filter is a well known potential complication and occurs in approximately 3.6 to 11.2 % of all patients. The IFU states that retrieval of the optease filter should not be attempted if thrombus is present in the filter and/or caudal to the filter. Inferior vena cava filters are used to prevent sequelae, especially pe, in patients with contraindications to, complications of, or failure of anticoagulation therapy and patients with extensive free-floating thrombi or residual thrombi following massive pe. Placement of a vena cava filter reduces, but does not eliminate the risk of symptomatic pe in patients with proximal dvt in the short-term and does not prevent small pe. Factors that may have influenced the event include patient, pharmacological and lesion. Without the return of the actual complaint product the event reported by the customer cannot be confirmed, nor can any conclusion regarding root cause be drawn. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Event description:
The report received from the patient indicated that the patient had an optease inferior vena cava (ivc) filter implanted. Approximately three years after the implantation, the patient has been back to the hospital for adverse events (ae's) from pulmonary embolism (p.e.) To shortness of breath (sob) to swelling in my legs. The patient has been disabled due to the filter being clogged as per the physician¿s thinking. Since the filter was implanted, the patient has had six (6) episodes that required returning back to hospital. Additional information has been requested.

Manufacturer narrative:
Please note that the event date was entered as (B)(6) 2008 as the exact event date was unknown. Also the date of implantation was entered as (B)(6) 2005 as the exact date of implantation was unknown. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.